Manufacturer narrative:
On september 7, 2021, mentor became aware that the baker grade was iii of the right side capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with unknown size unknown mentor breast implants on both sides and experienced right side capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501670; serial number (B)(4) on the right side, and with catalog number 3501670; serial number (B)(4) on the left side in 2006. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.